Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Best corrected visual acuity (bcva) pre-operative was reported as 20/40 and post operative was 20/80 without correction and 20/20 -1.75+ 0.75 @30. Post-operatively, the patient reported blurred distance vision impacting daily activities and leaving her temporarily impaired, thus the iol was explanted in a secondary surgical procedure and replaced with a diu225 31.0 iol. There was no incision enlargement, no medical attention, no medication prescribed (outside of standard care), no procedural delays, no sutures, and no vitrectomy during the procedure. Patient visual acuity post lens exchange was reported as 20/20. Patient information cannot be provided due to personal data privacy legislation/policy. Iol directions for use were followed. The suspect iol is not available for return as it was discarded. No further information is available.